Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable was cut though it noted that it interrogated and passed functional testing. The device was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the cord of the radio frequency (rf) programmer head had an insulation break. The rf head has been returned, and is no longer needed. No patient complications have been reported as a result of this event.